Manufacturer narrative:
Information references the main component of the system.

Event description:
A consumer reported that a patient did not think their implant was working. They were not sure it the implant was on or not. The patient did not feel stimulation and therapy was on at program 3, 1.1v. It was recommended that the patient should follow up with their healthcare provider (hcp). On (B)(6) 2016, follow up from the hcp reported that the patient was directed to the manufacturing representative and to follow up with a separate hcp if there were further problems. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.